Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that the terumo's (B)(4) support phone number was not clearly visible on the device for emergency situations. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.